Event description:
It was reported that following a seed implant procedure, needle no. 4 was reading 0.5mr/hr as well as the plastic needle cover and pouch. There is possible I-125 contamination of the patient. No medical intervention taken by hospital.